Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed to open. The field service engineer (fse) had found that the retractor band had been causing the drawer to bind just before it closed. To resolve the issue, the fse loosened the screws and adjusted the retractor band. Additionally, the fse replaced the bumper slides for the rails. After verifying the drawer functionality using diagnostics, the system was confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 1 was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.